Event description:
Per the literature article: predictability of corneal flap thickness in laser in situ keratomileusis using a 200 khz femtosecond laser, the author assessed outcomes for 431 eyes of 258 pts, who were treated with the femtosecond laser, for flap, and the wavelight ex500. The author reports, out of 354 eyes (that were myopic or myopic with astigmatism) followed up at 3 months, 7 eyes (2%) were overcorrected, 26 eyes (7%) were undercorrected. From 377 eyes, at 3 months post op 0.3% (1 eye) lost two lines of cdva (corrected distance vision acuity). The author reports, out of 51 eyes (that were hyperopic or hyperopic with astigmatism) followed up at 3 months, 9 eyes (18%) were overcorrected, 8 eyes (12%) were undercorrected. From 53 eyes, at 3 months post op, 7.5% (4 eyes) lost two lines of cdva (corrected distance vision acuity). Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).